Event description:
The customer reported via phone call that they experienced keypad issues on the insulin pump when activating the sensor. The customer explained that the keypad locked up when activating the sensor. The customer further stated that the insulin pump would freeze up, make a very loud sound and would not shut off until removing the battery. The customer's blood glucose was 165 mg/dl. While troubleshooting for the keypad anomaly, the customer did not recall any significant events leading to the keypad issues. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.